Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that pull wire broke. The wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: upon actuating lever to set anchor, internal pull wire broke internal to handle. Probable root cause: design poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces manufacturing. Locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied application. Not enough force applied. User unfamiliarity with device. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that pull wire broke. The wire was removed from the anchor and the procedure was completed successfully.